Event description:
The clinician initially reported that the endoscopic vein harvesting bipolar device malfunctioned, during the procedure, but the device jaw did not break off. Returned product did demonstrate that a piece of the jaw tip was missing. No patient injury was reported.

Manufacturer narrative:
Several attempts have been made to contact the clinician to obtain pt information. A follow-up report will be submitted with the pt information if received. This endoscopic vein harvesting bipolar device was manufactured by datascope corporation located in new jersey. Sorin group USA has since acquired this product line. Sorin group USA is filling this report on behalf of datascope. One bipolar device was received at sorin group USA for evaluation. A visual inspection revealed that the tip of the jaw was broken off. The datascope manufacturing records did not reveal any abnormalities. Datascope's vendor of the bipolar device has been made aware of this issue. Further investigation is underway. A follow-up report will be filed when information is made available.